Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed for vibration. During repair, it was determined that the bearings were worn out causing the vibration. It was further determined that the failure was caused by worn out bearings from normal wear and servicing over time. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was not working while being used with another attachment device. During in-house engineering evaluation, it was observed that the device failed for vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.